Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this system showed an out of range left ventricular (lv) impedance value. There was an abrupt change in the impedance that was previously very stable. Additional information was requested to the field representative but no response was received from the field. The system remains in service. No adverse patient effects.